Manufacturer narrative:
An evaluation of the implant by the manufacturer has shown no indications of product defect or unknown risks.

Event description:
Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and ossointegration was not achieved. Augmentation procedure was not performed at the time of surgery.